Event description:
Customer reported several low battery alerts. Customer's blood glucose was 165 mg/dl. Troubleshooting did not find any damage to the battery compartment of the insulin pump. The customer also reported she had received several no delivery alarms while changing her infusion sets. The customer was advised to call back when the issue was occurring. No add'l info provided,

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.